Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a whipple procedure, while resecting the pancrease, the device did not fire, at the same time a skin stapler was reported the lever could not be squeezed. Another stapler was used to complete the case. There was no patient harm.